Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade 1 stem. It was noted that no additional information will be provided due to hospital and surgeon policy. Therefore, the reported event could not be confirmed.

Event description:
It was reported that surgeon revised patient's right hip due to metallosis and corrosion of the stem taper.